Manufacturer narrative:
On january 22, 2024, mentor received the following additional information. The patient was diagnosed with the ruptured left breast implant using ultrasound imaging. Per the post operative report, the diagnosis was updated. The patient had bilateral baker grade iii capsular contracture which was diagnosed during a virtual consultation with a medical professional. Additionally, upon removal of the devices, both were intact. However, a left breast seroma was discovered and required evacuation. Culture was obtained and there was no evidence of purulence. There were no reported procedural delays or patient consequences due to the discovery. As the implants were intact, rupture is no longer applicable to this file. Since an event was indicated for the contralateral side, another file was generated to document the event. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2024-01692 for the contralateral event. On january 30, 2024, the mentor analysis lab received the suspect medical device for evaluation. On february 01, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 370cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade iii capsular contracture of the left breast and a ruptured left breast implant using an undisclosed imaging method. As a result, the patient underwent bilateral removal and replacement with 320cc mentor memorygel boost breast implants on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).